Event description:
Patient reported vios system is not working correctly and needs a new one. Patient reports having stage 4 cancer and needs this asap. Patient will just keep messing with the switch has been doing. Unknown if patient missed any doses, experienced adverse events or if md. No further information was provided. Lot number and expiration date was not provided. Indication-chronic obstructive pulmonary disease, unspecified.